Event description:
It was reported that the patient presented in clinic for follow up. The pulse generator exhibited ventricular over sensing. The patient was reinterrogated and high ventricular rate episodes were recorded with ventricular inhibition and atrial oversensing. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.